Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.   (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement and vessel dissection occurred. The patient presented with in-stent restenosis. The target lesion was located in the severely tortuous and moderately calcified mid right coronary artery (rca). Following predilation, a 2.25 x 24mm synergy¿ drug-eluting stent was advanced for treatment and a non bsc guide extension catheter was used as a support but the device failed to cross. When the device was pulled back, it got caught in the non bsc guide extension catheter and the stent was dislodged. The dislodged stent was crushed against the vessel wall in the mid rca using a 2.5mm non-bsc balloon catheter and dissection was noted after the stent was crushed against the vessel wall, but no treatment was performed to the dissection. As it was difficult to continue the procedure, it was decided to perform follow-up observation. No further patient complications were reported.